Event description:
In 2008, the patient underwent the surgery with the matrix smart lock plate. Two weeks after the surgery, the surgeon found through the x-ray that the locking plate was broken and the piece of the fractured bone transferred and the bone was fixed in incorrect alignment as a result. The surgeon is monitoring for the patient. If the plate is removed, the surgeon will request the investigation of the plate.